Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had low blood glucose value. Customer's blood glucose value was 43mg/dl. Customer also stated about the pump having unexpected restart alarm. The error was resolved by a battery change. Insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the operating currents measurement, self test, unexpected restart error test and displacement test. No unexpected restart alarm was noted. The insulin pump was monitored for several days and no blank display anomaly was noted. No damage found on lcd isolation tape noted. The insulin pump had a cracked reservoir tube lip and minor scratched display window.